Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the refrigerator was failed. The customer reported that the malfunction took place when the user tried to dispense medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager had failed. A field service engineer (fse) found that the smart remote manager needed maintenance on the latch connectors that were corroded. The fse performed necessary maintenance by cleaning the connectors and verified that temperature readings to resolve the issue. The system functioned as intended after the field service engineer repaired the device.